Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was broken. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support; however, no further information was able to be obtained.